Event description:
It was reported through legal that approximately 4 years and 7 months post implantation of a right total knee arthroplasty, the patient experienced pain and swelling, with warmth to touch skin. Subsequently, it was identified via radiograph that the tibial prosthesis is evident of lucency, indicating loosening. Patient is undergoing nonsurgical management at this time, and no revision surgery is yet planned. Attempts for additional information have been made and all available has been provided at this time.

Manufacturer narrative:
(B)(4). D10: 00596403210, articular surface size ef 10 mm height, lot: 63600861. 00596401552, femoral component option size e right, lot: 63779591. 00597206529, all poly patella standard cemented, lot: 62989688. Depuy smartset ghv gentamicin bone cement. G2: foreign - event occurred in united kingdom. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6. The reported event is unable to be confirmed due to lack of medical records or product return. Visual examinations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.